Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient stated that they attempted pairing several different devices. Dexcom representative advised patient take only the most current device and re-pair transmitter and that smart device, which was unsuccessful. No additional patient or event information is available.